Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump rejected new battery and motor makes grinding noise when blousing. The customer blood glucose value was unknown at the of incidence. Customer also reported that cracked on new battery compartment and insulin pump louder during rewind. Customer stated that the unexplained no delivery alerts, but not due to site issues. The device will not be returned for analysis.